Event description:
While the resident was being transferred, the floor lift tipped to the left. The resident was taken to hospital with bruising and pain in his side and the caregiver suffered some bruising.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.